Manufacturer narrative:
The subject device has not yet been returned to olympus for evaluation. The exact cause of the user's experience cannot be conclusively determined. If additional and significant information becomes available at a later time, this report will be updated.

Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh), the user was cutting the posterior portion of the uterus when the tip of the probe broke off and fell into the pt. The tip of the probe was retrieved with graspers from the pt. The procedure was completed with an olympus halo cutting forceps. There was no report of pt injury.